Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was operated on low speed for a few treatment passes, and the oad crown jumped slightly. A vessel perforation occurred and stent placement was performed. The patient remained in stable condition.